Event description:
Caller states that the patient tested 4.5 inr and 6.0 inr on an unknown device with unknown strip lot during duplicate testing. No other information provided. No adverse event reported. Requested return of suspect device and replacement was sent.